Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 22 mg/dl (patient's meter) and 182 mg/dl (lab result).

Manufacturer narrative:
The returned strips show signs of being previously inserted and dosed as evident by the markings on the circuitry pads and the substance in the dosing end of the strips. Due to the condition of the returned strips it has been concluded this did not originate from the manufacturing process, and has been determined to be outside of roche control.